Manufacturer narrative:
Additional narrative: this device is intended for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: while pinching a 1.7mm cerclage cable, the top of the cutting edge broke off. The surgeon injured his ring finger and had a contused wound. A secondary infection occurred. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The device shows that one cutting edge-tip of two is broken off. Visually there are wear and tear marks on the available cutting edge. The device was produced and distributed in april 2011. The investigation shows that one tip of the forceps is broken off. The fracture surface is homogeneous, what indicates correct material quality. The manufacturing record shows that the correct material was used and that the device met fully the specifications when left our facility. The exact cause of the overload cannot be determined. It is possible that the breakage was caused due to a mechanical overloading situation.